Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed, a broken in the posterior side with non-penetrating nicks assessed as to surgical impact (shell thickness was within specification) and missing piece of the shell assessed as inconclusive. Also have an opening in the anterior side assessed as to surgical damage. Additional observations: ¿ crease flat observed in the device. ¿ wear abrasion observed in the device.

Event description:
Patient reported ¿rupture for right side¿. The device has been explanted and replaced.

Event description:
Healthcare professional reported "that ¿rupture for right side¿. The device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported ¿rupture for right side¿. The device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.